Event description:
The pt was undergoing an endoscopic retrograde cholangiopancreatography with sphincterotomy. After capturing a stone with the stone basket, an attempt was made to remove the stone. The wires which operate the basket broke at this time near the device's handle. The wires were taped to the pt's face. The next morning (01-23-98) the pt went to surgery for removal of the stone, basket, and wires. The hosp did not feel this situation was an adverse event since it was determined the stone was to big to be removed using the endoscope. Therefore, the pt would have required surgery for stone removal anyway.